Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, a search for similar complaints, a review of trending data, a review of the historical performance of lot 88191un19, testing with a retained kit of the likely cause reagent lot, a review of device history, and a review of product labeling. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. Using worldwide data the historical performance of reagent lot 88191un19 was compared to the performance of all architect stat troponin-I reagent lots in the field. The patient median and cal f rlu results were analyzed and found patient median results were within the established limit, however calibrator f rlu are not within established limit for lot number 88191un19, therefore accuracy testing was performed with reagent lot 88191un19, to further evaluate the assay's performance. The accuracy testing was performed using an internal troponin-I panel which was tested with a retained kit of the likely cause reagent lot 88191un19. Acceptance criteria were met, indicating acceptable product performance. A device history record review was performed on reagent lot 88191un19, which did not identify any issues. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the architect stat troponin-I for lot 88191un19 was identified.

Manufacturer narrative:
Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false positive architect stat troponin-I results on multiple patients. The results provided were: on (B)(6) 2020 initial trop I result=8.15 ng/ml and 8.11 ng/ml/ roche trop t result=<0.01 ng/ml ((B)(6)); on (B)(6) 2020 initial trop I result=0.07 ng/ml and 0.06 ng/ml/ roche trop t result=0.01 ng/ml ((B)(6)); on (B)(6) 2020 initial trop I result=0.08 ng/ml and 0.08 ng/ml/roche trop t result=<0.010 ng/ml ((B)(6)). Architect reference range=0.01 to 0.03 ng/ml. Roche reference range at (B)(6) =<0.03 ng/ml and (B)(6) = <0.011 ng/ml. There was no reported impact to patient management.